Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor barrier separation of sample and erroneous results. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there are "red blood cells mixing with isolated cells (rbcs in plasma after centrifugation and pbmcs aggregated into a white solid chunk). After the first centrifugation we gently mixed liquid above the gel (by turning the tubes upside down) and took all of the liquid above the gel and used it for the 2nd centrifugation. A cell count after the 2nd centrifugation during this time, the cells were waiting inside a 15 ml tubes with 1ml pbs. The cells aggregated into a white solid chunk that floated inside the tube." Additional information received: the customer stated: "in 2 tubes the gel disintegrated after the first centrifugation"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-09. H6: investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed, however the customer¿s indicated failure mode for poor barrier separation and poor serum/plasma was not able to be detected from the photographs. The customer samples were tested and no issues relating to poor barrier separation or poor serum/plasma were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (customer samples) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor barrier separation of sample and erroneous results. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there are "red blood cells mixing with isolated cells (rbcs in plasma after centrifugation and pbmcs aggregated into a white solid chunk). After the first centrifugation we gently mixed liquid above the gel (by turning the tubes upside down) and took all of the liquid above the gel and used it for the 2nd centrifugation. A cell count after the 2nd centrifugation during this time, the cells were waiting inside a 15 ml tubes with 1ml pbs. The cells aggregated into a white solid chunk that floated inside the tube". Additional information received: the customer stated: "in 2 tubes the gel disintegrated after the first centrifugation".